Event description:
A malfunction alarm labeled malf 12 was reported, but no notable events occurred prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer support guided the caller on resetting the pump and confirmed the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out if issues reappear.